Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited non-sustained tachycardia episodes with noise and electromagnetic interference (emi) on both the atrial and ventricular electrograms. Some pacing inhibition was also observed. The sensitivity was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.